Manufacturer narrative:
Initial reporter occupation: sr. Global post market surveillance specialist. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9058969 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. No additional actions will be taken other than monitoring the complaint trend for this lot. This lot was produced for 1.09mm units, this is a cpm of 0.9. Root cause description: based on the investigation and with no sample to analyze or photo showing the symptom reported by the customer, the symptom can¿t be confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd precisionglide¿ needle 26g x 3/8 in experienced a broken needle which was noted during use. The following information was provided by the initial reporter: material no: 305110 batch no: 9058969. Event description: caller reported needle broke on 5/24, and needle would not enter the cartridge septum. Number of occurrences: 1 of each issue. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 26 g, 3/8"" needle, pn 305110. Product lot #: 9058969. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is not available for investigation. Resolution: caller was able to successfully fill a cartridge. No further action required.